Event description:
It was reported that the customer was hospitalized dud to diabetes ketoacidosis and high blood glucose over 500mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The caller mentioned that the cannula was bent. The time, date, basal rates, and bolus wizard were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.